Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. 2nd harmonic curved shears mdrs 2955842-2013-00619 and 3rd harmonic curved shears insert MDR 2955842-2013-00620.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer used 3 harmonic curved shears insert, according to the information provided by the customer, the 1st and the 2nd harmonic curved shears insert broke after 15 minutes of use. On the first instrument, a tip fell into the patient, surgeon was able to remove it. Chief surgeon confirm that, after performing radio exam and a CT scan to the patient, there was no fragment left. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was found to be missing from the wrist and the metal casing was bent. The harmonic curved shears insert blade was bent backwards. Engineering concluded that damage was likely due to excessive side loading or other type of mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.